Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received indicating that a patient was accidentally pressing the extra dose button of the smiths medical cadd-legacy duodopa ambulatory infusion pump when they "sit at the table." It was reported that as a result the patient "feels less well." No additional adverse patient effects were reported.

Manufacturer narrative:
Evaluation results: no product was returned however the pump's operators manual (40-5025-01h) "operating the pump" section states "to start a morning dose' a morning dose amount has to be programmed, the pump has to be running and the morning dose key must be pressed (see user manual section 3.0 "to start a morning dose"). The operator's manual also states that if an extra dose has been programmed, the patient may start an extra dose while the pump is running. The amount delivered is added to the amount provided by the continuous rate. If the patient attempts to deliver an extra dose during the lockout time, the pump will not deliver the dose. The lockout time is determined by the value entered in extra dose lockout". There is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation. The problem source for this product complaint was unknown.